Manufacturer narrative:
T:slim g4 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the pump time for daylight savings, but the am/pm setting was incorrect as the setting was not changed by the customer. Reportedly, due to the pump time being inaccurate, the customer's basal rate settings were too high during the night and caused the customer to experience low blood glucose levels below 50 mg/dl. Due to being incapacitated, the contact assisted the customer in consuming juice and eating carbohydrates.